Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that when the mynxgrip vascular closure device (vcd) shuttle was pulled down, it would only pull halfway down (not 3/4 like needed). Consequently, the white compression tube was not present when the sheath was pulled back to its original position. The vcd was being used in conjunction with a 6f procedural sheath introducer following a diagnostic coronary procedure. It was noted that the vcd was prepped ¿fine¿. The procedural sheath¿s stopcock was opened prior to shuttling down, the balloon was pulled back to the arteriotomy and temporary hemostasis was verified. There was no hematoma present. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient¿s hospitalization was not extended and the patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was observed on the shuttle cartridge, approximately in the middle of the shuttle cartridge¿s tubing. The condition of the returned device as received is consistent with the reported event. During investigation, it was found that both of shuttle cartridge and procedural sheath were stuck to the catheter shaft. Resistance was felt when trying to remove the procedural sheath from the device. Upon procedural sheath removal, the sealant was observed damaged, exposed to blood, protruding out from the shuttle cartridge side slit. The advancer tube was found in its manufactured position. Then shuttle down procedure was simulated but the shuttle could not be advanced any further. It was found that the hydrated sealant had obstructed the shuttle path and prevented the shuttle from being advanced. The sealant was removed from the device and the shuttle was able to be advanced without any issue. The advancer tube was properly engaged to the proximal tamp as intended. Blood was observed on the surface of the advancer tube¿s proximal end. The condition of the received device indicates a device jam which may have been attributed to the sealant exposed to blood prematurely, swollen and increased in profile within the shuttle cartridge and the procedural sheath, resulting in the reported event. The procedural sheath, shuttle cartridge and catheter were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. A review of the manufacturing documentation associated with lot f1734501 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as the mynxgrip vascular closure device (vcd) would only pull halfway down was confirmed. Based on the information provided and the investigation performed, the reported event might have been caused by sealant exposure to moisture prematurely, swelling up, increasing in profile within the procedural sheath which caused the resistance and prevented the shuttle from being advanced in the procedural sheath during the procedure. It should be noted that high tension applied to the balloon catheter, during the step 2: place the sealant, can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which can contribute to a device jam. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that when the mynxgrip vascular closure device (vcd) shuttle was pulled down, it would only pull halfway down (not 3/4 like needed). Consequently, the white compression tube was not present when the sheath was pulled back to its original position. The vcd was being used in conjunction with a 6f procedural sheath introducer following a diagnostic coronary procedure. It was noted that the vcd was prepped ¿fine¿. The procedural sheath¿s stopcock was opened prior to shuttling down, the balloon was pulled back to the arteriotomy and temporary hemostasis was verified. There was no hematoma present. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient¿s hospitalization was not extended and the patient was noted to have recovered.